Event description:
It was reported that during routine mitral valve surgery. On (B)(6) 2022, review of x-ray revealed that the right atrial lead was not capturing due to dislodgement. The physician elected to explant and replace the right atrial lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were for lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
New information notes shortness of breath with the patient.

Manufacturer narrative:
Additional information: h6 for patient condition.

Manufacturer narrative:
Correction: b1, b2, h1, and h6 for serious injury.

Manufacturer narrative:
Correction: product not returning h6.

Manufacturer narrative:
Correction: incorrect conclusion code h6.